Event description:
The nurse reported a posterior capsule tear occurred. The nurse declined to provide additional information on the event. The surgeon was contacted multiple times for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not find a problem. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report was mailed to FDA on: 03/24/2009.